Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted in the intensive care unit for high blood glucose. It was stated that the customer was treated with an insulin drip. Troubleshooting was performed. The mother stated that the infusion set was changed and the customer received a no delivery alarm. Ran a fixed prime test and the insulin exited. No further information was provided.